Event description:
Caller stated he got erratic readings from freestyle blood glucose meter when he measured the patient's blood glucose level. Caller was testing frequently, because the patient had the flu. Because of the erratic readings, caller took pt to the emergency room to have a blood glucose test done. Emergency room meter gave reading of 292 when freestyle meter read 90 mg/dl. No treatment/intervention provided at emergency room.